Event description:
The following report was rec'd from the affiliate: during an interventional procedure, the stent (cypher select 3.50 x 28mm) slid over the balloon while trying to reach the lesion. The cardiologist tried to go through and relocate the stent to the lesion and inflated by another balloon. There were no complications.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.